Manufacturer narrative:
H2 additional information: -b5 revised - h6 coding revised. The device was received 06-august-2019. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements. Resistance against a guide wire is captured in the risk assessment as a potential hazard. A review of received angiography images did not confirm resistance against guide wire. Though other procedural factors may be attributable to resistance against a guide wire, functional analysis confirmed what was reported, and revealed that guide wire resistance may be attributable to a collection of blood clots over the guide wire and inside the lumen of the delivery system. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
On 29 june 2019, a 63-year-old male patient with a medical history of coronary artery disease with previous stent in left anterior descending artery (lad), diabetes and smoking, presented for percutaneous coronary intervention (pci). Angiography showed total occlusion of the obtuse marginals (om2), and significant stenosis in the right coronary artery (rca). Percutaneous transluminal coronary angioplasty (ptca) was completed by balloon over asahi soft guide wire. Percutaneous coronary intervention (pci) with a 3.0x18mm cobra pzf¿ nanocoated coronary stent system was unable to deliver the stent to left circumflex (lcx) coronary artery, as the stent system became stuck, without movement, over the wire. The undeployed cobra was retracted over the guide wire with difficulty (resistance felt) then out of the anatomy. Later a drug-eluting stent was able to advance to the lesion. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was requested, but has not yet been received. A review of the lot history record (lhr) revealed no non-conformances related to the reported adverse event. The devices from this lot conforms to its predetermined specifications and requirements. Resistance against a guide wire is captured in the risk assessment as a potential hazard. Investigation is not yet complete. A follow-up report will be submitted with additional relevant information.

Event description:
On (B)(6) 2019, a (B)(6) year-old male patient presented for percutaneous coronary intervention (pci) of a lesion in the non-tortuous left circumflex (lcx) coronary artery. While advancing a 3.0x18mm cobra pzf¿ coronary stent system over a (non-celonova) 0.014" asahi soft guide wire, resistance was felt against the guide wire when reaching the non-tortuous left main artery; advancement was continued when resistance was also felt against the guide wire when reaching the lcx. The undeployed cobra was retracted over the guide wire with difficulty (resistance felt) then out of the anatomy. A 3.0x20mm promus drug-eluting stent system was able to be advanced over the same guide wire without difficulty and was deployed in the lcx. There were no adverse patient effects. Additional information was requested.